Manufacturer narrative:
The date of the event onset was reported as ¿over two weeks¿ ago. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient was suspected to have peritonitis. On an unreported date approximately two weeks prior to the receipt of this report, the patient was hospitalized for the event. The cause of the event, treatment details, and the patient¿s recovery status were not reported. On an unreported date, the patient¿s peritoneal dialysis catheter was removed and the patient was switched to hemodialysis. At the time of this repot, the patient remained hospitalized. No additional information is available.